Manufacturer narrative:
The investigation determined that the service action resolved the issue.

Manufacturer narrative:
The sodium and chloride electrode lot numbers and expiration dates were not provided. The qc was in range prior to the event, but was out of range after the event was noticed. A field service engineer (fse) replaced the sample probe, performed adjustments, performed ion-selective electrode (ise) checks 40 times, and performed mechanical checks. He performed a 21-cup precision test, and the customer ran calibration and qc, all passing. The investigation is ongoing.

Event description:
There was an allegation of 6 questionable sodium electrode and chloride electrode results from the cobas pro ise analytical unit, data for 1 of the patients was provided, and is a reportable malfunction. The initial sodium result was 152.7 mmol/l, and the repeat result on another cobas pro instrument was 139 mmol/l. The initial chloride result was 119.0 mmol/l, and the repeat result on another cobas pro instrument was 107 mmol/l. The initial results were questioned by the medical staff as they did not match the patient's history, and they requested the sample to be repeated. The repeat results were deemed to be correct.